Manufacturer narrative:
Patient weight was not provided for reporting. Date of event is unknown. This report is for three (3) unknown screws. Part#, lot# and UDI # is not available. Date of implant is unknown. Devices were not explanted. The heads of the broken screws were removed but the shafts were retained in the patient. Device is not expected to be returned for manufacturer review/investigation. This report is for three (3) unknown screws. PMA/510(k) number is not available. (B)(4). Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient initially underwent an open reduction internal fixation (orif) of left distal tibia on an unknown date and was implanted with one (1) anterolateral distal tibia plate and unknown quantity of screws. Post-operative, the fracture was discovered to have formed a malunion and the construct had three (3) broken proximal screws. On nov 07, 2017, patient underwent revision surgery. During the revision, the heads of the broken screws were removed but the shafts were retained in the patient. The anterolateral distal tibia plate was re-attached to proximal tibia using unknown quantity of 4.0 mm cortical screws. The surgery was reported to be completed successfully and uneventfully without any surgical delay. No additional medical interventions were required. Concomitant devices reported: screws (part #: unknown, lot #: unknown, quantity #: unknown), anterolateral distal tibia plate (part #: unknown, lot #: unknown, quantity #: 1). This report is for three (3) unknown screws. This is report 1 of 1 for (B)(4).